Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient their chest hurts and they feel shocking sensation with "heart beat drops." It was further reported by the patient their implantable pulse generator (ipg) has "twisted" in their chest. The ipg remains in use. No further patient complications have been reported as a result of this event.